Manufacturer narrative:
Updated date of report to 2/3/2026. (Previously entered 2/2/2026).

Event description:
It was reported that the "attached string broke when trying to remove it". Due to this, "have had to go down the throat to retrieve it".

Manufacturer narrative:
It was reported that the "attached string broke when trying to remove it". Due to this, "have had to go down the throat to retrieve it". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.